Event description:
During evaluation of a returned homechoice (hc) device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during night drain cycle seven in the therapy initiated on (B)(6) 2014 01:18:26. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was determined to be use error, inappropriate bypass of the drain, not including initial drain. A review of the following labeling was performed. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.